Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference. No products will be returned. He returned all 4 the meters and test strips back to his supplier.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result obtained of 259 mg/dl. The customer's expected fasting blood glucose test result range is 125 to 150 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the office. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is unknown and open vial date is unknown. The meter memory was not reviewed for previous test result history. We were able to make contact with the customer. Customer is feeling well and has no symptoms of high blood sugar. He takes his blood test fasting. He did not need any medical attention. He has had changes in his diet. He eats less carbohydrates. He takes insulin to manage his diabetes. He is using a different meter to test his blood sugar at this time. He says that about 1 month ago he went to the lab and he took a test on the true metrix meter and the result was 259 mg/dl and it was done within 30 minutes of the lab. When the lab came back their result was 156 mg/dl. He said he did not eat anything in between that time. He says when he had the products he stored them in his office. The customer said he had 4 true metrix meter and they all kept giving high blood results. He returned all the meters and test strips back to his supplier. No products will be returned.